Manufacturer narrative:
(B)(4). Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, when the device was fired on the blood vessel, the second and the third clips were formed as teardrop-shaped. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The product code is unknown and therefore the 510(k) entry field has been left blank. As the patients discard supplies after each therapy, the sample was not requested.

Event description:
Email received in corporate mailbox on (B)(6) 2010. Nurse reported the patient (hp) went to the emergency room with complaint of abdominal pain. Upon admission to the hospital, the patient was started on IV antibiotics. The patient was diagnosed with peritonitis and there was no exit site infection.